Manufacturer narrative:
Please note that the following sections are being updated based on additional information received from the device return on 01/11/2021: 1. Section d. Box 4. Serial #. 2. Section h. Box 4. Device manufacture date. Evaluation of the returned engine revealed a functional device. The engine was able to power on and produced vacuum pressure within specification. The engine remained powered on for approximately 5 minutes and no decrease in aspiration was observed. The reported complaint could not be confirmed. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure for a pulmonary embolism using a penumbra engine (engine). During the procedure, the physician noticed the engine was unable to produce aspiration approximately halfway through the procedure. Therefore, the engine was removed. The procedure was completed using another engine. There was no report of an adverse effect to the patient.